Event description:
Health care professional (hcp) reports a blood leak on reuse number 28 that was noted in the middle of treatment and confirmed with hemastix. Estimated blood loss was 200cc and treatment was continued with new disposables without incident. No pt injury or medical intervention reported.